Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step relating to the active exhalation verification. The proportional valve was replaced to resolve the issue. Additionally, dirt was found on the proximal filter and was replaced. The air inlet foam filter and particle filter were replaced preventatively. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.